Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was being inserted into the insertion sheath hemostatic valve, the bypass tube, the tip of the device was fractured and could not be inserted. The angio-seal device was then withdrawn and successfully removed. Manual compression was applied to achieve hemostasis. The estimated blood loss was less than 250 cc. It was reported that the patient had to no health damage.